Event description:
It was reported a patient underewent an unknown surgery on (B)(6) 2026 and suture was used. The needle at the proximal end was broken. The doctor was trying to avoid gripping the swage part, but the needle was broken. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the broken needle fell into the patient body, but it was visually inspected and retrieved. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? 2. Were x-rays taken to locate the needle piece(s)? 3. What measures were implemented to retrieve the broken piece? 4. Was there any additional tissue damage resulting from the search for the needle piece? 5. Please provide the source or title of external person providing answers to follow-up: this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.